Event description:
Laser fiber cracked during a visual laser ablation of prostrate. Fiber disentegrated. Laser shut down when event occurred. Power check showed no variance. Recalibration done with identical results. No adverse effect to pt.